Event description:
It was reported that after a total hip replacement was done the patient presented the surgeon a fractured exeter stem. Allegedly, the patient was sent to dr (B)(6) for a revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that after a total hip replacement was done the patient presented the surgeon a fractured exeter stem. Allegedly, the patient was sent to dr (B)(6) for a revision.

Manufacturer narrative:
The event was confirmed as no devices were returned for evaluation. The medical review concluded that ¿there are important procedure-related factors present in the case that clearly have contributed to an overload condition in the arthroplasty joint. Lack of proper initial cup fixation has lead to secondary migration and malposition of the cup making the arthroplasty vulnerable to impingement. The radiological evidence would support such an hypothesis while also the location of the stem fracture in its upper body section where the transition is between supported and unsupported by bone area of the implant would suggest that the overload condition came from the intra-articular portion of the arthroplasty. Impingement is a clinically frequent entity and thus primarily suspect as root cause. Unfortunately, there is no additional proof of this hypothesis by explant materials analysis. Additionally such a device analysis might be able to exclude device-related causes of failure with more certainty. Based on the current assumptions and findings, it does not appear probable that device-related causes have contributed to any significant degree to the failure but otherwise it can not be excluded for a full one hundred percent by absence of explant materials analysis. Based on complete absence of device-related and patient-related information, the final diagnosis regarding impact of all potential relevant factors remains somewhat uncertain. At least the uncertain factors might have theoretically played a relevant role that should be cleared with additional info if such might become available in the future. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot for this issue.